Manufacturer narrative:
The reported event was confirmed through visual inspection as cracks in the battery compartment and parts who had already fallen off were found. Based on the observations made during the visual inspection, it is a handling issue. The device was scrapped, as it was not repairable.

Event description:
It was reported that part of the battery pack had fallen off the femural tracker at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device has not been received for evaluation at this time.

Event description:
It was reported that part of the battery pack had fallen off the femural tracker at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.